Manufacturer narrative:
One 7.0mm tts adjustable hyperflex tracheostomy tube was returned for investigation. A review of the device history record, relevant to the reported lot, found no non-conformities or defects during manufacturing. Visual inspection of the device was performed using the unaided eye and under normal plant lighting. Inspection found contamination in the airway balloon and discoloration on the shaft and cuff. Additionally, scuff marks were noted near the proximal cuff band. During functional testing, a syringe was used to insert 14cc's of air into the device inflation line; the cuff inflated. The cuff was then fully submerged in water, a small leak was observed slightly below the proximal cuff band. Microscopic examination of the device found tears/scratch marks that began at the device shaft and extended to the device cuff. A concentration of scratch marks were observed surrounding the location of the leak. In an additional area, close in proximity to the observed scratch marks, a gouge was noted; however, the gouge did not penetrate the cuff material. Investigation was unable to determine the root cause of the cuff leak; however, no evidence was found to suggest a manufacturing defect.

Event description:
Further information was received regarding the reported event. According to the reporter, the event resulted in a tracheostomy tube replacement; however no additional medical treatment was required and the patient did not experience any adverse health outcome. It was reported that the event was resolved. According to the reporter, the event occurred spontaneously during the initial use of the device and was observed by hospital personnel. It was reported that the cuff patency was tested prior to patient use and the cuff was inflated with sterile water.

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed. MFR# clarification: new registration number 3012307300 (B)(4) is now being used for MFR report number, replacing registration number 2183502 (B)(4).

Event description:
It was reported that a tracheostomy tube cuff leak occurred; two day use. Additional information has been requested and not received. No adverse events reported at this time.